Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came for routine programming and affected channels were observed on (B)(6)2019. No change in hearing perception was noticed since the recipient is bilaterally implanted and non-verbal.

Event description:
The user came for routine programming and affected channels were observed. No change in hearing perception was noticed since the recipient is bilaterally implanted and non-verbal. No information about further steps has been received at this time, despite requested.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected; the user did not notice a change since she is bilaterally implanted. No trauma or illness is reported.